Event description:
It was reported that ¿while disconnecting the primary IV line from the one link extension set, the fluid sprayed back at the clinician¿. The clinician reported that the leak came from the septum of the valve. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.